Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, it was reported that the patient ended up going to the ER due to high blood sugar and throwing up. The patient said drove herself to the hospital. Before going to the hospital, the patient said she called her doctor to ask for advice because she was throwing up everything. She tried to eat and at the time her cgm was reading around 100 mg/dl but her bg was reading 250 mg/dl. Her doctor told her to go to the hospital because she might be experiencing ketoacidosis. At the hospital, the patient was treated with xray, MRI, insulin drip, etc. The patient couldn't recall further details. The patient was diagnosed with starvation ketoacidosis, she was discharged 3 days later on (B)(6) 2023. At the time of contact, it was indicated that the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.